Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were wanting to do a head MRI for research purposes (no therapy issues going on per caller), but the patient was showing low impedances between 1/2 electrodes. It was reviewed that the MRI wasn¿t recommended in presence of a short circuit. Impedances were conducted at 1.5. The caller only saw results as red and didn¿t see an actual impedance value. The caller was going to work with the hcp on this case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were wanting to do a head MRI for research purposes (no therapy issues going on per caller), but the patient was showing low impedances between 1/2 electrodes. It was reviewed that the MRI wasn¿t recommended in presence of a short circuit. Impedances were conducted at 1.5. The caller only saw results as red and didn¿t see an actual impedance value. The caller was going to work with the hcp on this case. (B)(6) 2019 patltr (con): additional information was received: it was reported that the short circuit had been there for more than a year and nothing was done to resolve the issue.